Manufacturer narrative:
Neither a pt injury occurred nor was medical intervention required. This pt was diagnosed with acute renal failure warranting the need for the prisma system as a result of severe septic episode from a bowel obstruction. This patient has had a very complicated medical history and had been sick for some time. In 06 her laboratory values had improved. Therefore the decision was made to discontinue the therapy and observe the pt's progress. On the next day, gambro technical services field representative inspected the machine. He ran several tests and found that the machine passed the following checkout procedures: power supply voltage, pump rotor occlusion, pump speed accuracy, alarms and fluid accuracy. He did discover that the scale values in the diagnose screen were unstable by 10g of fluctuation so he applied an electrical enhancer to the scales which corrected the instability of the scales in the diagnose screen. He approved the machine to be placed back into service. The high number of alarms cause by the drifting scale, the actual therapy time was lower than the set, thus causing insufficient fluid removal from the pt as reported by the customer.